Event description:
The customer stated, that she was hospitalized for high blood glucose levels over 1300 mg/dl. The customer stated, that her blood glucose levels remained high at the hospital even after the insulin pump was removed. The customer confirmed that the insulin pump was programmed correctly. The customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.